Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the returned device identified no kinks or damage along the entire length of the shaft. An examination of the crimped stent found that the stent struts on the 4th 5th and 6th rows from the proximal end were damaged and slightly misaligned. The mid-section of the stent was severely stretched. No other damage was noted along the device. An examination of the balloon found no damage and no issues existed with the tip profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that during preparation of a stenting procedure, stent damage occurred.a 3.00x28mm promus premier stent was prepared but the physician noticed that the stent was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient status is fine.

Event description:
It was reported that during preparation of a stenting procedure, stent damage occurred. A 3.00x28mm promus premier stent was prepared but the physician noticed that the stent was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient status is fine.

Manufacturer narrative:
Device is a combination product. (B)(4).